Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage and cleaning and reassembling component/accessories and verifying breast shield fit. A replacement breast pump was sent to the customer. On (B)(6) 2017, a medela clinician followed up with the customer, at which time she confirmed that her obgyn diagnosed her with mastitis and she was prescribed fluconazole for yeast mastitis and took 200 mg twice daily for 7 days. About a week after finishing treatment, she continued to have symptoms and was treated for bacterial mastitis and was prescribed 300 mg clindamycin taken 3 times a day. The customer indicated that the replacement pump is working much better than the old pump and she is no longer being treated for mastitis, but still has symptoms. The clinician indicated that current symptoms appear to be related to a possible yeast infection. On (B)(6) 2017, a complaint coordinator followed up with the customer, at which time she stated that she is still experiencing symptoms; however, her physician is no longer treating her for mastitis. She informed the complaint coordinator that her lactation consultant suggested that she reduce her sugar intake, rinse breasts with an epsom salt/water solution and spray a vinegar/water solution on her nipples. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ca11-0001. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that her pump in style advanced breast pump was not emptying her breasts when pumping and her breasts feel full after a pumping session is completed. She had a phone consult with a lactation consultant and saw an obgyn, who treated her twice in the previous 4 weeks for mastitis with antibiotics and anti-fungal medication. Prior to contacting customer service, she bought and replaced the components/accessories.